Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the medical team attempting to implant an impella 5.5 had difficulty delivering the device due to patient's anatomy. The implant was aborted and an impella cp was placed.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07407 was provided in sections b2, b5, h1, and h6.

Event description:
The procedural outcome is patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.